Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition but there was bubbling around the downstream occlusion seal. Evidence of reported problem in event log was found. During the evaluation of the device, the reported complaint was verified. The device failed calibration and this was found to be caused by a faulty dso sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that cadd solis vip pump displayed an alarm that there's cassette attached. There were no adverse events reported.